Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that a "pump revision possible removal" scheduled for (B)(6) 2024. The cause of the event was unknown. Troubleshootin g/action/intervention was not performed. Outcome: the issue was not resolved. The patient weight and medical history were not available due to legal/confidential reasons. The patient was alive and no injury.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient underwent a revision today. The surgeon opened up the pump pocket and attempted to draw csf (cerebrospinal fluid) out of the catheter access port and he was able to withdraw a very good amount of csf with no issues. He inspected the pump and the catheter and determined there was no defect. The pump was placed back in the pocket, and everything was closed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.